Event description:
It was reported that during a prostate procedure, the "fiber cap broke". A second fiber was used to complete the case. Unk if cap detached inside pt or if retrieval was required. No further info was available. Pt outcome: "no damages to the pt".